Event description:
It was reported that the 9800 system would not boot before, and cases had to be rescheduled. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an investigation over the phone with the hospital biotech. Troubleshooting determined a cad hard drive. The hard drive was replaced by biomed, a third party. The system was tested and found to be working as intended and put back into service.